Manufacturer narrative:
Customer was advised to change the cable - part number was provided.

Event description:
Statspin centrifuge reported to have a burned smell from the power cord and that cord has "burned out." No injuries reported. No visible flames or smoke seen. Besides burned power cord, no other charred material was seen. Fire department was not called.